Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 395 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.